Event description:
Asr revision; asr hip resurfacing system (left); reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4)reason for original complaint ¿ asr revision; asr hip resurfacing system (left); reason(s) for revision: alval / soft tissue reaction. Update - marked as legal and added kid number, taken from kennedys email dated (B)(4) 2014.

Event description:
Update jul 24, 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information. This complaint was updated on: sep 08, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision asr hip resurfacing system (left) reason(s) for revision: alval / soft tissue reaction update - marked as legal and added kid number, taken from kennedys email dated (B)(4) 2014 update (B)(4) 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information. This complaint was updated on: (B)(4) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.